Event description:
The customer reported that the camera image was not sent to the monitor, it can take up to 30 minutes for an image to appear, and that the signal was not detected during inspection for use involving an olympus video processor. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.